Manufacturer narrative:
An event of dissection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, a review of the device history record (DHR) was not possible as no lot number was provided. Based on the information received, the cause of the reported dissection may have been procedure related.

Event description:
During a left ventricular lead repositioning procedure, a dissection occurred. When difficulty was observed when attempting to reposition the implanted lead. The lead was extracted but when attempting to place to replacement lead, the catheter caused a dissection when cannulating the coronary sinus. No intervention was needed to treat the dissection. The patient is in stable condition. There were no performance issues with the device.